Event description:
It was reported that device detachment occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the atherotomes did not open. The device was fractured or separated. The 10mmx4.00mm wolverine coronary cutting balloon was not utilized to complete the procedure. There were no patient complications and patient has fully recovered.